Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2009. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/28/2017 as follows: patient received an implant on (B)(6) 2009 due to trauma. Patient is alleging headaches, back and neck pain, swelling and sharp pains under ribs and chest due to the device. Patient is alleging that the device is unable to be retrieved. It is alleged that retrieval was attempted on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve, headaches, back + neck pain, swelling, sharp pains under ribs + chest'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported headaches, back + neck pain, swelling, sharp pains under ribs + chest is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient received an implant on 08jul2009 due to trauma. Patient is alleging headaches, back and neck pain, swelling and sharp pains under ribs and chest due to the device. Patient is alleging embedment and that the device is unable to be retrieved. It is alleged that retrieval was attempted on (B)(6) 2010.